Manufacturer narrative:
Investigation results: visual evaluation of the returned device found a hair inside the sealed package. The investigation confirmed the presence of a foreign material inside the pouch; the most probable root cause for this event is manufacturing. A review of the device history record (DHR) was performed and no deviations were found. A search of the complaint database confirmed that no similar complaints exist for the specified batch.

Event description:
It was reported to boston scientific corporation that when the rotatable medium oval snare was received at the hospital a hair was noted inside the sterile packaging. There were no patient complications reported as a result of this event as the device was not used during a procedure.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that when the rotatable medium oval snare was received at the hospital a hair was noted inside the sterile packaging. There were no patient complications reported as a result of this event as the device was not used during a procedure.